Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 3pm on (B)(6) 2018. He reported that he manages his diabetes with oral medication, diet and exercise, and made no changes to his normal diabetes management regimen in response to the alleged issue. The patient alleges that 4 days after the product issue began, he developed symptoms of ¿felt tired, sleepy, nauseous and a little dizzy¿. The patient denies receiving or requiring any treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.